Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The returned navigation unit was tested wiht the returned reference sensor and an in-house bracket as a system. The system passed pairing, bt, calbiration, femur and tibia registration testing with no issues. The navigation unit log was also reviewed. During investigation the numbers on the summary screen matched the values on the resection plant screen within 0.5 degrees on every attempt. The complaint is unable to be comfirmed as the reported event was unable to be replicated with the returned devices. However, this issue has been seen in engineering investigations of this software version on other units. Thus the root cause was deternined to be the buzzer interfereing wit the final registration values on the summary screen. It is possible the issue was present for the user, but was not present during investgiation due to environmental coniditions, handling, or use since the procedure. Orthalign will continue to monitor this issue and the next software updated will address the software anomaly associated with this issue.

Event description:
Femur registratoin was completed but the values on the summary screen on the next page did not match the registration values. The numbers changed when advancing to the registration screen. The case was completed with manual instrumentation.